Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy #1 - "lap chole performed on (B)(6) 2012. Patient was discharged home, is from out of state. Patient called on (B)(6) 2012 with continued symptoms of abd swelling, stinging sensation on abd, abd pain with bending, and pressure in her abdomen. She was instructed to see her primary care physician or an emergency room. On (B)(6) 2012 we received a fax of CT results with confirmed bile leak. Several attempts to contact patient, with no success as of this date. Two of 5 lap choles, using applied clip applier have resulted with 2 leaks."